Event description:
Boston scientific crm received information that one day post implant the left ventricular (lv) lead exhibited loss of capture. A chest x-ray confirmed that the lead had dislodged. Lv therapy was programmed off until a repositioning procedure could be scheduled. Two months later, the lv lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the entire lead was returned. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.